Event description:
It was reported that the patient was having issues with charging the implantable pulse generator (ipg). The patient's ipg was replaced with an MRI compatible device and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having issues with charging the implantable pulse generator (ipg). The patient's ipg was replaced with an MRI compatible device and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.